Manufacturer narrative:
Evaluation summary: it was caused due to a physical damage applied on the scope. We confirmed that the body cover grip damage. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Vnl scope has leakage. Our demo scope has failed to do leakage test from the first use (new system)